Event description:
It was reported that the patient had signs and symptoms of a hematoma and was treated with anticoagulant medication. Subsequently, the patient was hospitalized with a pocket hematoma. A pocket was revision was performed where the hematoma was evacuated. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.